Event description:
The customer reported the power button does not properly function and when used on a sensor, readings are completely off. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on and off using battery power. The power button has signs of wear and tear and also has no tactile feedback and does not spring back when pressed. During simulation testing, the device passed manual and preset conditions and provided accurate measurements. No product performance issue identified related to spo2 and pulse rate. The power button is defective and no longer springs back when pressed. An extra amount of force is required to trigger it. A service history record review reveals that this unit was in the field for over ten (10) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the power button does not properly function and when used on a sensor, readings are completely off. No patient impact or consequences were reported.